Event description:
It was reported that "pixels on her screen are going out". There was no adverse impact to customer¿s blood glucose level. The customer declined to provide additional information regarding the issue.